Event description:
Following an atfl/cfl replacement (included fixating the orthadapt graft to bone), the patient was noted to have a foreign body reaction with granuloma formation and tenosynovitis of the peroneal tendon (onset date unknown) during exploratory surgery approximately five months post-surgery. Physician dissected and removed the granulomatous mass, exposing the orthadapt graft. Part of the graft was still anchored to the calcaneus and appeared to be in its normal (unincorporated) state; the remainder of the graft appeared to have incorporated. The incorporated graft was not removed. The atfl was noted to be intact while the cfl ligament and peroneal tendon were torn.

Manufacturer narrative:
The orthadapt bioimplant was used off-label in an atfl/cfl replacement. Orthadapt is not indicated for this use. Based on the information provided by the complainant, operative notes and pathology report, there is no indication that the inflammatory response (granuloma foreign body reaction) and tenosynovitis of the peroneal tendon are related to the graft. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.